Event description:
It was reported that the user activated a press-and-hold function to fill tubing on the ilet while connected, but no insulin was delivered to the user because the tubing and infusion set had not been primed, as indicated by 0 units displayed; the user then disconnected, primed until a drop was observed at the tubing tip, and reconnected per troubleshooting and education. No reported symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and user education to prime off-body and confirm flow prior to connection. Investigation of this case revealed a use error of inadvertently navigating to the fill tubing page while user was connected to the ilet presenting the potential for unintended insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error.